Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 events were reported for this quarter. 3 devices were received for evaluation. 3 events were confirmed during testing. 1 device was found to be affected by leaking; however, no component malfunctions were found. 2 devices were found to be affected by a gritty component. 3 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device was reportedly leaking.1 event had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.